Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2016. No additional information was available.